Event description:
It was reported that the versacross system was going to be replaced with the vizigo sheath. They had trouble crossing with the versacross system and could not withdraw blood from the lumen. The doctor checked with ultrasound and there was a growing pericardial effusion. No ablation had occurred yet. A pericardiocentesis was performed and an unknown amount of fluid was withdrawn. Patient is stable but further interventions is unknown at this time. Carto serial number (B)(6) unknown pump and generator serial numbers. Catheters open octaray (B)(6), soundstar (B)(6), vizigo (B)(6), and ezsteer (B)(6). (B)(6) equipment working within specifications. Carto software 8.1.1.944 and trupulse generator. Catheters were disposed of. Possible real af study. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).